Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that ¿in most cases where there is abnormal volume found in the pump, it is related to not being refilled properly or some of the drug may have escaped at the time of the refill.¿ no further information related to this information was provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.